Event description:
On (B)(6) 2008, the patient underwent an evan's calcaneal osteotomy and gastroc recession of the left foot. A cancello-pure wedge xenograft was implanted along with plates and screws. The patient returned for follow-up on (B)(6) 2008 for a small suture abscess and faint erythema; x-ray showed bone graft and hardware in place without movement. Antibiotic therapy initiated mild wound dehiscence and faint erythema at the incision site was noted on (B)(6) 2009; wound cultures yielded no growth. On (B)(6) 2009, the patient underwent an irrigation and debridement procedure and hardware removal. During the procedure it was noted that no necrosis, problems, or infection with the graft or calcaneus were evident. Cultures yielded no growth. On (B)(6) 2009, the patient returned for follow up complaining of numbness and discomfort to the plantar lateral aspect of the heel region. Upon examination, no erythema, ecchymosis, cellulitis, lymphangitis or infection was noted. The patient was suspected to be experiencing a foreign body reaction to the graft. On (B)(6) 2009, the patient underwent removal of the wedge due to non-union of the graft; final tissue cultures yielded no growth.

Manufacturer narrative:
Investigation: a re-review of the manufacturing records was conducted. All grafts related to the lot met all release and inspection criteria prior to distribution. No related complaints were found associated with the lot. Cancello-pure wedge grafts undergo two validated sterilization methods; biocleanse and irradiation at a validated dose to achieve a sal of 10-6 prior to release to eliminate the potential of disease transmission. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: to date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. The graft is unavailable for additional testing. Conclusion: many factors may lead to non-union. Examples include bacterial/viral infection, inflammation, foreign body response, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response.